Manufacturer narrative:
No product was returned for evaluation. The cause of the high purge pressure was due to biomaterial ingestion based on returned data log analysis and clinical details. The cause of the suction alarms could not be determined as limited clinical details were provided. The pump passed all post-sterile inspection checks.

Event description:
It was reported that an impella cp was implanted to support a patient admitted with extensive cardiac history. A high purge pressure alarm occurred which resulted in adding tissue plasminogen activator to the purge. There was also a suction alarm which was treated by adding volume. Ultimately, the family withdrew care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.